Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nasogastric statlocks were not sticking to the patients even after using the preparation pad.

Manufacturer narrative:
The reported event is inconclusive as representative lot samples evaluated are within specification but condition of the used original sample is unknown. No actions can be taken at this time since a root cause was not identified. Visual: received three (3) unopened statlock nasogastric stabilization device. Adhesiveness was tested by placing all three (3) nasogastric stabilization device onto plastic sample bag. Samples adhered onto surface. Therefore, product meets specification. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: remove oil and moisturizer from targeted. Skin area. Apply skin prep to the targeted. Statlock device area for skin protection. And enhanced pad adherence. Allow to dry completely. Contraindications: known tape or adhesive allergies. Warnings and precautions: avoid contacting the statlock device with alcohol or acetone, both can weaken bonding of components and the statlock device pad adherence. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nasogastric statlocks were not sticking to the patients even after using the preparation pad.